Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed message ¿replace device¿. There was no injury to the patient.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. A review of the ventilator logs showed that the device entered into backup ventilation (buv) at the time of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d unique identifier (UDI)# updated. Section d9 was updated due to device evaluation. Section h6 evaluation codes were updated due to device evaluation. Method code (annex b) additional code added result code (annex c) remove c13 and add c20 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g03012 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed message ¿replace device¿. The device was available for evaluation. A review of the ventilator logs showed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator and found the unit generated background diagnostic code in the logs indicating the unit entered into back up ventilation (buv). Based on the codes logged, sp replaced the breath delivery (bd) flow sensor for air. Sp also replaced the universal serial bus (usb) kit as the unit had log initialization failure message displayed on the unit. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of unit entering into buv was isolated in the field to a potential fault in bd flow sensor. The cause of the log initialization failure was isolated in the field to a potential fault in the usb kit. The evens are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.